Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection on the leg. The patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl) after wearing the pod for 72 hours or longer. Symptoms reported include pain, redness, swelling and irritation. The patient removed the pod and took ibuprofen at home. The following day, the patient visited the general practitioner and was diagnosed with cellulitis. As treatment, the patient was prescribed flucloxacillin 500mg - 4 tablets per day for 7 days. The pod was discarded by the patient.